Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, cuff misses [suture retrieval issues] occurred with both devices. A new device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.